Manufacturer narrative:
Section a. Patient information and b5.desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that lumbar spinal fusion procedure involved during the event. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the the gantry was not moving. Site reported that they restarted the system but the "button used to lift and push it was not letting her push it side to side like it should." Patient was present.unknown when the issue occurred.there was unknown surgical delay and impact on patient outcome.the manufacturer representative was on site when the issue was reported. They were unable to replicate, and the system has been used at least 10 times since with no issues. The probable cause of the reported event is that the site has had a few newer people using the systems and could have potentially caused the reported issue.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Codes:b17,c20,d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.